Event description:
It was reported that there was loss of capture (loc) on the right ventricular (rv) lead channel during a stored episode of pacemaker mediated tachycardia (pmt) on this pacemaker. Technical services (ts) analyzed device episode data and determined that the pmt was false due to atrial tachycardia. Ts stated that this device had the rv automatic capture (rvac) feature programmed on so after the loc beat there was a back-up pace appropriately delivered. No adverse patient effects were reported. Currently, this device remains in service.